Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: initial reporter city: the device was manufactured from february 16, 2022 - february 17, 2022. The actual devices were not available; however, photographs of the samples were provided for evaluation. The photographs were visually inspected which showed droplets of fluid inside the bag containing the samples which suggested a leak occurred from an unknown location. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of two large volume infusors, droplets of fluid were identified inside the bag containing the devices. The devices were filled with 0.9% normal saline and fluorouracil to a fill volume of 240ml. There was no patient involvement. No additional information is available.